Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and loss of capture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced "symptoms in the throat" during ra lead testing. The ra lead was programmed off prior to be being explanted and replaced. No further patient complications have been reported as a result of this event.